Event description:
This spontaneous report was received from a physician and it involves a female pt who was injected ten days ago with radiesse into hands. The pt's hand is swollen, has redness that is extending up her arm and possible cellulitis. The pt is being treated with antibiotics and steroids. Med consultation was provided to physician by (B)(6), mgr clinical aesthetic services at merz. She spoke with (B)(6) regarding a pt she injected approximately two weeks ago with 1.5cc of radiesse to the dorsal aspect of each hand. Dr. (B)(6) states of the hand along with warmth, tenderness, and erythema extending up the forearm. She is unsure if there is infection present but felt more comfortable placing the pt on a prophylactic antibiotic. They further discussed dependent edema post radiesse hand injection and possible etiologies such as trauma, previous treatments, reynaud's syndrome, and underlying vascular disease. They also discussed prevention such as; limiting use to 1.5cc per hand, limiting post treatment activity, and/or light compressive wrap post treatment.

Manufacturer narrative:
Treatment modalities used by other hcps were shared, such as extremity elevation, nsaids, oral corcosteroids, warm compress, removal of jewelry, and antibiotics if warranted. Dr. (B)(6) states that in additional to the antibiotic therapy, the pt is on low dose steroid treatment for adrena insufficiency so dr. (B)(6) increased the steroid dose. They discussed that since the pt is exhibiting erythema extending up the forearm, the case will be sent for additional med consultation/evaluation with dr. (B)(6). Dr (B)(6) spoke with dr (B)(6) and reviewed the complication with her; the edema is self limited and should resolve in 2 or 3 weeks with elevation. Since there is unilateral erythema and warmth with mild tenderness he recommended that the pt be continued on keflex 500mg. Qid. Dr. (B)(6) emphasized the need for watching for spreading of the infection. He reviewed the multiple bolus technique for injection to allow for smooth deposition of material. Pt's recovery status was requested and not received. The device history records for the injected radiesse lot were not reviewed as the lot number was unk.